Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) determined that the valve assembly was defective and causing the error code. The unit will be repaired when parts become available. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per the clinical review on 17-sep-2015: during a veno-venous bypass case (for a liver transplant) with a heat exchanger in-line, the heater cooler unit gave an "e0d" error message on the b channel. The perfusion staff elected to change out the heater cooler for a back-up. There was no impact to the patient as a result of the error codes. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) replaced channel b mixing valve and verified safety and performance checks according to the notice of field correction (nfc). The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to medwatch #1828100-2015-00795. Per the field service representative (fsr) the alarm is related to a valve that needs to be replaced. Currently, no valves are available, therefore the heater cooler unit was pulled from service.

Event description:
It was reported that during use of the device for a liver transplant procedure, the heater cooler unit alarmed an "eod" error on the b channel. The unit shut down. The staff swapped out the unit for an alternate device. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.